Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient presented with instability and discomfort. Surgeon reported the patient had elevated cobalt and chromium levels. Intra-operatively, the femoral head was found to have disassociated from the accolade stem due to trunnion wear. The trunnion was reported grossly worn down and deformed. Rep reported that a patient packet with operative notes and other information is forthcoming via the branch.

Manufacturer narrative:
An event regarding disassociation involving an unknown head and a worn accolade stem was reported. The event was confirmed through a review of the medical notes provided. Conclusions: the medical records document the failure event but provide no real clues to a possible cause of the problem. X-rays were reported as with very adequate component position and only mild heterotopic bone formation, brooker grade-2, all in all not enough to be considered principal failure factors. No actual x-rays are available for verification, so any potential contributing factors to failure cannot be established and consequently this case can unfortunately not be solved with the current information. X-rays would be instrumental in better understanding of case. The exact cause of the disassociation event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history, return of the device and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient's right hip was revised after patient presented with instability and discomfort. Surgeon reported the patient had elevated cobalt and chromium levels. Intra-operatively, the femoral head was found to have disassociated from the accolade stem due to trunnion wear. The trunnion was reported grossly worn down and deformed. Rep reported that a patient packet with operative notes and other information is forthcoming via the branch.